Event description:
It was reported that noise was observed on the atrial egm's. A possible set screw anomaly was also noted. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.